Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # 425c59. B3: unknown; captured as awareness date. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. The reload had the proximal 2 driver up with staples protruding and the remaining drivers down with staples present and swing tab in the locked position. In addition, the knife was noted to be exposed. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that three staples were malformed. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 425c59, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired at 1st firing. The cartridge was replaced, and the device could be fired at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.